Event description:
An implanted port that was placed at another facility was discovered to be broken prior to removal with catheter piece in the right atrium. Port was removed and catheter that was located in right atrium was retrieved a few days later.